Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (blackout) was confirmed and found to be caused by a failure of the imaging unit. In addition, service found the bending section cover was scratched, the adhesive on the bending section cover was chipped, the device failed the insulation test, the video connector was cracked, and the video connector case was cracked. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that a blackout occurred on the display while preparing the subject device for use, prior to an unspecified procedure. The intended procedure was not affected. There was no patient or user injury reported due to the event. Additional details were requested regarding the reported event; however, no further information was available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the defect of image sensor unit or failure of internal board of the video connector unit or the system. Olympus will continue to monitor field performance for this device.